Manufacturer narrative:
An investigation has been initiated based on the reported information. Upon completion of the investigation, a follow-up report will be submitted.

Event description:
A facility reported a post-operative shunt malfunction. A hakim programmable valve was implanted in a patient on an unknown date. The product was not adjusting to the desired pressure; the valve reportedly did not move. The patient was taken to the operating room to explant the shunt valve and replaced with a new shunt valve.

Manufacturer narrative:
Updated fields:  d4, d9, g3, g6, h2, h3, h4, h6, h10. The valve was returned for evaluation. Device history record (DHR) - the product code 823116 with lot 4079612 conformed to the specifications when released to stock. Failure analysis - the valve was visually inspected; some biological debris was noted; small cut/tears were noted in the silicone housing. The position of the cam when valve was received was at 180mm h2o. The valve was hydrated. The valve was leak tested and no leakage was noted. The valve passed the test for programming, occlusion, reflux and pressure. No root cause could be determined as the technician could not confirm any problem with the valve at the time of investigation. The possible root cause for the issue reported by the customer could be due to biological debris and protein build up interfering with the valve mechanism, during the investigation no functional issues were noted.

Event description:
N/a.